Manufacturer narrative:
The suspected certas valve was returned for evaluation. Failure analysis - the position of the cam when valve was received was at setting 4. The valve was visually inspected and a needle hole was noted in the chamber. The valve passed the test for programming, occlusion, reflux, siphon guard and pressure. The valve was leak tested and the leak tested passed; but only leaked from the needle hole in the needle chamber. Root cause analysis - it was determined that the possible root cause for the issue reported by the customer could have been due to after steam sterilization the ruby ball stuck to the ruby seat and potential effects of failure include ¿excessive pressure required to flush the valve pre-procedure (valve popping)¿. However, at the time of investigation, no functional issues were noted.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported a certas valve (unknown product ID) had no flow, therefore, a ventriculoperitoneal (vp) shunt revision was performed. No additional information was provided after several attempts.